Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the localizer was disconnected during the case. The site switched to the side emitter which was working. The probable cause of the event was due to a malfunctioning flat emitter. There was no reported impact to patient outcome and no reported delay.

Manufacturer narrative:
Continuation of d10: product ID: unk_nav_comp ,(unknown serial/lot); product type: implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: emitter 9733752 axiem 3 table top h3) no parts have been returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.